Event description:
Approx two weeks after uneventful cataract surgery with implantation of the crystalens intraocular lens (iol) in the od eye, the pt presented with a decrease in vision (-2.75 d refractive error, compared with a preoperative refractive error of +4.25 d). Upon examination, the physician determined that the iol had vaulted anterioly and was likely caused by a postoperative wound leak. The iol was explanted and a new crystalens iol was implanted. The pt's vision improved.